Event description:
It was reported that a malfunction alarm occurred with a displayed code of malf 15. There was no adverse impact to the customer's blood glucose level. The customer planned to use mdi as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and instructed the customer to store the pump before returning it to tandem using a pre-paid label. The pump was set to be replaced by technical support.